Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event of ¿glue of the objective lens was peeled off¿ was confirmed. The probable cause was determined to be due to stress of repeated use, external factors, or handling of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instructions, operation manual identifies the following related verbiage under ¿preparation and inspection: inspection of the endoscope¿, chapter 3, section 3.3 which describes how to inspect for the subject event as below which could help detect the phenomenon: ¦inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had air leak. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive part of the objective lens had peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: full establishment name: (B)(6) hospital. The device was returned and evaluated, and the customer¿s allegation was confirmed due to pinhole on bending section cover, water tightness was lost. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, adhesive on the bending section cover had a chip, control unit, grip, up/down angulation lever plate, right/left plate, angulation lever, light guide connector, light guide cover glass, video connector case, video connector, switch 1, and control unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.